Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, hard drive, image processor, an single board computer were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system mixed up images and horizontal lines on both monitors. No pt injury was reported.